Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Evaluated 1 opened quick seter for locking and proper operation per specification. Performed insertion test using a new lab quick-set onto rubber skin. Quick-serter passed per specification. Found quick-set locked and inserted in place properly. Both trigger buttons releases properly.

Event description:
The customer stated that they were having trouble with the infusion sets sticking onto the serter. They pushed a couple of time to ensure that the infusion set is securely in place on the serter but once the release buttons were pushed, the taping on the infusion set got stuck onto the serter. The customer's blood glucose was 396 mg/dl, which was treated with insulin. The customer stated that maybe the blood glucose was high because earlier it was low and she overate. She did not want to troubleshoot for the high blood glucose. The customer was advised that a replacement serter will be sent. Nothing further was reported.